Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including fatigue, breast fog, joint pain, and headaches. The root cause of the patient¿s symptoms is unclear. In addition, the patient experienced right-sided rupture on (B)(6) 2015. As a result, the patient underwent bilateral removal and replacement with two 255cc mentor memorygel breast implant prostheses (catalog #: 3507255mc, left serial #: (B)(4) on (B)(6) 2015. This report is for the left-sided prosthesis.